Manufacturer narrative:
Product analysis: visual review and functional evaluation found the instrument able to properly retain and release associated driver, and to torque driver. Torque limiting function found to be above print specification, with an average torque value of 120 in-lbs, and a range between 110-145 in-lbs. A search of the complaint database did not identify additional complaint returns with this combination of part/lot#/complaint. The age of the instrument in conjunction with the nature of the complaint is consistent with inappropriate maintenance of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior intervertebral fusion surgery at l4/5 level for the treatment of lumbar spinal canal stenosis. During surgery, tip of the torque limiting driver broke during final tightening. Product came in contact with the patient. No fragment of the device remained in the patient. No patient complications were reported.